Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel disfunction. It was reported that therapy was doing great and then it stopped. Patient stated they started having to get up every hour to two and at night they had a complete fecal blowout. Patient also noted they were leaning against the counter and could feel the pulsating in their butt cheeks. Patient asked a manufacturing representative (rep), if they could use a heating pad above the incision to which the rep replied yes. Patient stated the stimulation stopped working after that and they had a return of symptoms. Patient service redirected patient to their healthcare provider to further address the issue.